Event description:
Pt undergoing repeat coronary angiography. An ultracross 3.2 30 mhx coronary imaging catheter was tested prior to insertion and it performed properly. The catheter was subsequently inserted into the rca, flushed and turned on. The catheter failed to provide an image; it was removed and replaced with a 2.9 catheter.